Event description:
In 2008, it was reported to boston scientific corp, that a stone cone retrieval coil was used for a transurethral uretero-lithotomy (tul) procedure on four days earlier (age, weight and sex are unk). During placement of the stone cone retrieval coil through a wolfe scope into the targeted lesion, it appeared that the suspect stones may have been another substance. The scope was removed and placed parallel to the stone cone retrieval coil for observation. When attempting to remove stone cone retrieval coil for visual inspection of the target lesion, the cone would not retract into the sheath. The stone cone retrieval coil was inserted back into the scope in order to remove the entire device. According to the complainant, after removal of the device and the scope, when the physician observed the lesion, it was found that there was a hole in the ureter. A stent (unk) was placed for treatment of the damage ureter. The physician is unsure if the device or the scope may have caused the hole in the ureter.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and MFR date of the device is unk. Block d: section d4 - lot and catalog number are unk. The device has not been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.